Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the balloon ruptured. After injecting 2ml of fluid into the balloon, the balloon lost pressure for a break in the membrane. There was a delay in the overall procedure time as a result of this event. However, the procedure was completed successfully with the original product. No patient complications were reported.